Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found the reagent probe was leaking. The fse replaced the reagent probe and the module was operating within specification. The investigation stated a leaking reagent probe could cause an insufficient amount of reagent for the requested measurement and could cause the type of results observed by the customer.

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 8000 c 702 module. The following are examples of discrepant results for 2 patient samples tested for either creatinine (crea2) or glucose (gluc3). Patient 1 initial crea2 result was 80 (unit of measure not provided). The repeat was 58. Patient 2 initial gluc3 result was 6.16 (unit of measure not provided). The repeat was 2.25. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.